Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Impactor tip broke into two pieces during surgery.

Manufacturer narrative:
The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following, the visual inspection of the returned device reveals breakage. The impactor tip is broken into two pieces at the proximal end where the impactor tip connects the impactor handle. The tip appears to have been used roughly, as evidenced by visible damage marks. The breakage pattern indicates brittle nature of fracture and rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on investigation the root cause was attributed to combination of design and normal usage related issue. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
Impactor tip broke into two pieces during surgery.